Event description:
It was reported that the pump was charging intermittently and a damaged prong was noted inside the charging port. There was not impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.